Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to melting and a tear and developed a cosmetic depression while in vivo, the overlay tubing of the lead was extrinsically breached due to a cut and melting and was observed to have blood ingression. The distal segment was checked in (B)(4) 2013. The proximal segment had been analyzed previously and no anomalies were found. Proximal and distal segments were received and analyzed on two separate occasions.

Event description:
It was reported that the right ventricular lead fractured. It was also reported that the lead had oversensing, noise, and the lead integrity alert (lia) was triggered. It was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead fractured. It was also reported that the lead had oversensing, noise, muscle stimulation and the lead integrity alert (lia) was triggered. It was capped and replaced. No patient complications have been reported as a result of this event.